Event description:
Report that cold pack "exploded" in car when she was trying to open product. Some of the contents got onto arm (slight burn) and into her eye. Physician stated in that eye was ok.

Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.